Event description:
New information received indicated that the patient had unspecified symptoms and that the aveir leadless pacemaker prematurely triggered a recommended replacement time (rrt) alert during a device check. The device was deactivated and left implanted. A new leadless device was then implanted. The patient's symptoms had improved; however, its updated condition was unknown.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. A probable root cause for this observed premature battery depletion is likely associated the hybrid metal migration anomaly. However, that root cause cannot be conclusively confirmed with the available information.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, there were concerns that the leadless pacemaker was overestimating its battery longevity after upgrading the device's software version compared to the last in clinic. The patient came back months later for another in clinic follow up. Upon review, the leadless pacemaker exhibited an additional battery longevity drop, and premature battery depletion was suspected. No intervention was performed, and the patient will continue to be monitored. There were no patient consequences.